Event description:
The caller is reporting that during a knee procedure, using an fms fluid management system, the pt suffered "compartment syndrome", the swelling of the surrounding joint space through excessive inflow of fluid. The pt is being kept for an undetermined amount of time for observation. Outside of this event, the case was concluded successfully without further issue.

Manufacturer narrative:
We are awaiting the receipt of the complaint device. When the device arrives in our possession, it will be subjected to a failure analysis, and the results of the eval will be reflected in an f/u report.